Event description:
It was reported two abutments fractured. Patient came to the clinic with screws in hand. Abutments were placed on (B)(6) 2016 and removed on (B)(6) 2025. The process was completed with other abutments, tooth location 12 and 22.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D10: concomitant medical product: 15at323, 15 deg taper,3.5p 2mm-3mm, lot: 63463097. Zimvie received one (1) 15at323, (15 deg taper,3.5p 2mm-3mm) for evaluation. Visual evaluation was performed; hex of the abutment was found fractured. DHR review was completed for the subject lot number 63463097. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63463097 for similar events and one other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: abutment. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The abutment hex was found fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.